Manufacturer narrative:
An event of increased gradient, severe aortic stenosis and moderate aortic regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2018, a 19mm trifecta gt valve was successfully implanted in a patient. Gradients began to increase from 12 months post procedure and severe aortic valve stenosis was observed with a mean 60mmhg with moderate aortic regurgitation. A valve-in-valve procedure was scheduled for (B)(6) 2023. The patient status was reported as unknown. No additional information was provided.